Event description:
A female patient contacted lifecor customer support to report that both of her battery packs are giving the "charger fault" when on the charger and only indicate about a 1/3 charge when they are placed into the monitor. The patient's battery charger and both battery packs were replaced.